Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose level and calibration issue. The customer's blood glucose was 48mg/dl at the time of call. Trouble shooting was performed calibration issues unable to enter auto basal. Assisted in entering blood glucose in auto mode readiness screen. Assisted in trouble shooting sensor glucose versus blood glucose. Advised if blood glucose values are stable to calibrate. Customer declined trouble shooting for low blood glucose. The insulin pump will not be returned for analysis.